Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7076846. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient experienced lack of relief of back pain due to inadequate stimulation. To address this, a revision procedure was performed, during which the implantable pulse generator (ipg) was removed and replaced. The explanted device will not be returned as it was not released per facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7076846. UDI: (B)(4).

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient experienced lack of relief of back pain due to inadequate stimulation. To address this, a revision procedure was performed, during which the implantable pulse generator (ipg) was removed and replaced. The explanted device will not be returned as it was not released per facility. No additional adverse patient effects were reported. Additional information indicates that the patient is doing great postoperatively.